Manufacturer narrative:
Back to the workshop for warranty repair. Software restoration with force v3.26.00 version.

Event description:
The monitor turns off during measurement. It was turned back on and after 1-2 minutes it turned off again. The failure of the monitor had no effect on the patient's condition. No damage was caused. The patient was transferred to another monitor, where the measurement is perfect. The patient's condition remained stable.

Manufacturer narrative:
Initial: awaiting the return of the monitor to start device analysis.

Event description:
The monitor turns off during measurement. It was turned back on and after 1-2 minutes it turned off again. The failure of the monitor had no effect on the patient's condition. No damage was caused. The patient was transferred to another monitor, where the measurement is perfect. The patient's condition remained stable.